Event description:
The customer reported that core unit (g9 monitor) experienced a 6 second comm loss on 2 floors with the connected devices, then it came back up for all floors. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that core unit (g9 monitor) experienced a 6 second comm loss on 2 floors with the connected devices, then it came back up for all floors. No patient harm was reported. Investigation summary: there is insufficient information available to determine the root cause of the event. No other events were found for the reported device. Since the issue resolved on its own, and it was not localized, it is presumed that it was a network related problem. There is no indication of a device (cns) failure, nor failure of the monitored devices. There was no recurrence of communication loss for this device. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Manufacturer narrative:
The customer reported that core unit (g9) experienced communication loss for six (6) seconds. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that core unit (g9) experienced communication loss for six (6) seconds. No harm or injury was reported.